Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: at the distal locking, the screw was inserted through the protection sleeve, however, the screw was misaligned. The surgeon slightly applied tension to the protection sleeve and the screw was inserted without problem, the multiloc humeral nails (04.016.034s) were used for a proximal humeral bone fracture case. No reported patient harm. This report is 2 of 5 for com-(B)(4).